Event description:
It was reported to MFR that the sites dell x5 hand held screen was freezing after successful interrogation of vns pt's devices. The hand held was returned with the ac adapter and serial cables, along with the version 7.1 software flashcard for analysis. Analysis of the hand held and cables revealed, no anomalies and the device performed according to specifications. Analysis of the software flashcard was performed and the reported frozen screen after a successful interrogation of a pulse generator was not duplicated; however, the screen freezing event is a known issue that has been evaluated and addressed through a previous MFR investigation and the event is readily confirmed. No other issues were observed with either the flashcard or software. The MFR investigation has determined that the root cause of the screen freezing event is related to a failure in the api function which results in control never returning to the cyberonics software. The most probable cause of this failure is an anomaly in the interface between the microsoft provided software and the dell software, resulting in the operating system's inability to locate specific memory directories within the file system.